Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate on the day after placement. When the water would not come out using the normal procedures, the user attempted to pull the water out with the syringe. The inflation lumen was cut but no water came out, and the urologist cleared the lumen by using a guidewire. Per additional information from the ibc via email 17mar2020, the balloon was still intact.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. The sample was evaluated and the inflation eye met our internal specification. A subsequent investigation showed strong correlation of low rubberize layer in combination with high x-sectional ratio as a primary contributor to a collapsed lumen failure during usage by the user. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[precautions] 1. Precautions for use (exercise caution when using the device in the following patients) 1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions 1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. 2) when any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. 3) when it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was difficult to deflate on the day after placement. When the water would not come out using the normal procedures, the user attempted to pull the water out with the syringe. The inflation lumen was cut but no water came out, and the urologist cleared the lumen by using a guidewire. Per additional information from the ibc via email 17mar2020, the balloon was still intact.